Manufacturer narrative:
Lot 14883309: (B)(4). Concomitant medical products: the patient¿s medications include; advair diskus, allopurinol, amlodipine besylate, aspirin, atenolol, clopidogrel bisulfate, coumadin, flecainide acetate, flonase, loratadine, metformin hci, omeprazole, simvastatin, and spiriva inhaler. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular treatment of a 6.5 cm asymptomatic infrarenal abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On (B)(6) 2016, follow up computed tomography angiography (cta) imaging performed showed the aneurysmal sac measured 6.1 cm, with no evidence of endoleak. Follow up cta imaging performed on (B)(6) 2016, measured the aneurysm at 6.7 cm, with no evidence of device migration. Imaging showed evidence of a type ii endoleak originating from the inferior mesenteric artery (ima) and a proximal type I endoleak communicating with the ima. The reported the cause of the endoleak was disease progression, leading to lack of circumferential device wall apposition of the trunk-ipsilateral leg component. It was reported the patient is currently asymptomatic, and the physician plans to monitor the endoleak at this time. No further adverse events were reported.